Manufacturer narrative:
Evaluation: method. Results. Other - no sample for evaluation, no lot number provided. Conclusions: other - no conclusion can be drawn.

Event description:
The facility reported that 5cc balloon broke/deflated while inside the pt. The facility did not report any pt injury.